Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "z.n. Treatment of a subtrochanteric femur fracture with a long gamma nail (11mm x 360mm x 125°; femoral neck screw 115mm). Postoperative follow-up with partial weight bearing for 8 weeks. Presentation via central emergency department after fall with pain in the hip. Radiologically showed fracture of both distal screws as well as the gamma nail in the area of the femoral neck screw. Revision surgery was performed with removal of the fractured gamma nail and re-osteosynthesis with a femoral nail."

Event description:
As reported: "z.n. Treatment of a subtrochanteric femur fracture with a long gamma nail (11mm x 360mm x 125°; femoral neck screw 115mm). Postoperative follow-up with partial weight bearing for 8 weeks. Presentation via central emergency department after fall with pain in the hip. Radiologically showed fracture of both distal screws as well as the gamma nail in the area of the femoral neck screw. Revision surgery was performed with removal of the fractured gamma nail and re-osteosynthesis with a femoral nail."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "z.n. Treatment of a subtrochanteric femur fracture with a long gamma nail (11mm x 360mm x 125°; femoral neck screw 115mm). Postoperative follow-up with partial weight bearing for 8 weeks. Presentation via central emergency department after fall with pain in the hip. Radiologically showed fracture of both distal screws as well as the gamma nail in the area of the femoral neck screw. Revision surgery was performed with removal of the fractured gamma nail and re-osteosynthesis with a femoral nail."

Manufacturer narrative:
Please note correction to d9/h3 and h6 (results and conclusion codes). The reported event could be confirmed, since the device was returned and matches the alleged failure. The received locking screw is completely broken in the middle which happened instantaneously in a brittle manner which is most likely caused by the fall of the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to patient related. If the device is returned or if any additional information is provided, the investigation will be reassessed.